Event description:
The caller alleged discrepant result when compared with the lab result reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The inratio and lab reading are within the confident limits as per our internal procedure tr# 0150 rev.2. Product will not be investigated. As per user guide p/n 0200038 revc. Section "what causes unexpected results" certain prescription drugs and over the counter medications can affect the action of oral anticoagulants. Starting stopping, changing the dose can affect the inr value.